Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's approved final investigation and phone troubleshooting provided by technical assistance center (tac) representative. Three attempts were performed to obtain additional information, but the information was not provided. During call, tac advised customer to wipe down the electrical contacts on the scope, after letting dry, customer connected the scope, powered on the units, customer mentioned to have scope communication error e216. The customer was advised to try another tower and the problem was occurring with the other tower as well, with the same scope. Customer confirmed that while trying another scope on both towers worked as intended. Device was not returned for evaluation. The customer's allegation of getting errors could not be confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Following is included in the device instructions for use(IFU): important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer performed troubleshooting with the technical assistance center (tac). Tac advised the customer to wipe down the electrical contacts on the scope after letting dry. The customer then connected the device, powered on the units and received a e216 error. Tac instructed to attempt with another cv-190, which resulted in red dots all over the screen. The customer tested another scope on both towers and the units were working as intended. Tac advised to send in the scope for repairs and the customer declined as, "another department will handle that." The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope received a b30 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and legal manufacturer's updated final investigation. Additional information added to the following fields: d8, d9, h3, h6 the device was returned to olympus for evaluation and the customer's reported b30 error was not confirmed. Additionally the e216 error that occurred during troubleshooting could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the reported errors were not reproduced. However, it is likely water/moisture invaded the device, which broke the image sensor unit/circuit board inside the connector, and resulted in the reported errors. Olympus will continue to monitor field performance for this device.